Event description:
It was reported to nova biomedical that a consumer continued to administer insulin based on multiple high readings on their blood glucose meter. The consumer subsequently experienced a hypoglycemic event which did not require medical intervention. During the call to customer support, it was revealed that the consumer used expired control solution on their test strips to determine their integrity and accuracy. The consumer was educated on these directions for use at the time of call. The test strips and meter will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.